Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the handpiece started shaking and the lights were flashing on the machine. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation. This condition may have resulted in excessive noise/vibrations during the procedure. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.